Event description:
It was reported that when unplugging the device from the wall, the device swapped over to battery power; however, when plugging the device back into the wall, the device does not go back to ac power. The device was not in use on a patient. No patient or user harm was reported. Per the diagnostics performed by the engineer, while trouble shooting, all voltages were checked with the device plugged and unplugged. The customer found that the device was going from plugged to unplugged. The remote support engineer (rse) asked the customer to check power cord. The customer replaced power cord, and the device was fully operational with no further power issues. The customer replaced power cord, and the device was fully operational with no further power issues.